Manufacturer narrative:
(B)(4). Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer's blood glucose level was 100 mg/dl at the time of the incident. The customer was successfully able to clear the alarm and was able to complete the insulin pump rewind. The customer reported that they were unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.